Event description:
Patient called patient services on (B)(6) 2010 and stated that her lead was causing issues. She was referred to call medtronic. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).